Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Additionally, functional testing was performed and no failure was identified related to the reported bolus issue.

Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer miscalculated a bolus after consuming breakfast and experienced an elevated blood glucose (bg) level of 251 mg/dl. The customer delivered a correction bolus to address the elevated bg level. Then, an unspecified malfunction occurred. Reportedly, the customer had manual injections as alternate insulin therapy.